Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Provider states no audible alarm.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the power switch would not power up, causing the alarms not to function, which confirmed the original complaint issue.

Event description:
Provider states no audible alarm.